Event description:
The event involved a primary plum set which was reported to have leaked at micron filter during infusion of unspecified chemotherapy medication. There was patient involvement but no patient harm was reported as a consequence of this event. There was no unprotected chemo exposure and there was no patient/healthcare provider impact. The chemo spill was cleaned per facility protocol. There was no other physical defect noted on the product.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. E1 - telephone extension number - (B)(6).

Manufacturer narrative:
A photo was provided showing leakage at the filter vents on the 0.2 micron filter. No samples were returned for investigation. The complaint of leakage on the 142560488 primary plum set can be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 13531034 was reviewed and no non conformities were found that would have led to the reported complaint.